Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal) on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. B59464, b53033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, allergy to metals, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Lot number: b53033 man date: 2013-07 exp date: 2016- 07. Lot number: b59464 man date: 2013-08 exp date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. B59464, b53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pateint did not underwent esurre confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, allergy to metals, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 8-oct-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),nickel allergy, dysmenorrhea (cramping), fatigue, patient did not under went essure confirmation test were added.new reporter was added.lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.